Manufacturer narrative:
Date of event is estimated. During the process of this complaint attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their ipg explanted in 2024 at an unknown date for an unknown reason.